Event description:
It was reported that several pt incidents occurred during polypectomies with the electrosurgical unit (esu/generator). The settings were coag, effect 2, at 40 watts or coag, effect 1, at 25 watts. The incidents occurred between (B)(6) 2011. There were 3 female pts and one male pt with ages that ranged from (B)(6) years of age. The polyps were sessile or pedunculated and ranged in size from 8 mm to 30 mm. In each case, the bowel wall was perforated. The perforations occurred in the ascending or sigmoid colon. Surgical intervention was performed to address each situation. Note: the esi was distributed to (B)(6) hospital.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the events. Most likely there were many factors involved with the pt incidents (e.g., the disease state, age of the pts, etc). However, no conclusive determination could be made as to the cause of the events. No trends have been identified with these incidents. Erbe (B)(4) is now closing the file on this event.